Event description:
The surgeon did not get the humeral prosthesis in all of the way before the cement hardened. The cement was mixed for 45 seconds, and was completely hard at four (4) minutes. There was less than two (2) minutes of handling time. This resulted in a one-hour surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.